Manufacturer narrative:
The reported event of the insulation was compromised under the suture sleeve was not confirmed. Visual examination found the insulation was compressed and damaged but not breached at the suture sleeve tie impression location. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that a patient presented for a lead revision due to tricuspid regurgitation. The physician suspects that the right ventricular (rv) lead contributed to the tricuspid regurgitation. The physician elected to explant and replace the rv lead. There were no patient consequences and the patient was discharged the following day.